Event description:
It was reported that a small volume infusor did not infuse. The infusor contained fluorouracil. The malfunction occurred during infusion on a patient. There was no report of adverse event in association with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. If additional relevant information is obtained, then a follow-up report will be submitted.